Manufacturer narrative:
Findings: unit was received with operating currents within specifications. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error detected alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss, low battery and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Unit was received with minor scratched display window and case.

Event description:
It was reported that they received a replace battery now alarm. They did not receive a low battery alert prior to the replace battery now alarm. The customer's blood glucose during the incident was 138 mg/dl. Troubleshooting was performed. It was the second occurrence of a replace battery now alarm without a low battery warning. The insulin pump was returned for analysis.